Event description:
It was reported that the pump's top case was damaged and would not turn on. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case chipped on corners, badly cracked by handle and tubing guides, cracked right plunger case, and fluid ingression present on all the boards. A review of the event history log (ehl) identified positive supply background (bgnd) test. During the functional testing was unable to duplicate the power up problem but found fluid ingression on all the boards. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pump's surface. No repairs were performed as the pump was beyond economical repair.